Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing disconnected while hand-injecting saline during use, causing blood leakage over the staff member's arm. Additionally, it was reported that the study was cancelled by the patient and will be rescheduled. The following information was provided by the initial reporter: it was noted that the tubing came disconnected while hand injecting saline. Staff was wearing gloves but blood got on their exposed arm. Patient refused the study and stated that they will reschedule for the study to be completed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Examination of the product involved may provide clarification as to the cause for the reported failure. Although we were not able to confirm the reported issue, we have seen a similar issue previously. Corrective actions (CAPA 684099) have been initiated to monitor this. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019. CAPA 684099 was initiated to address this issue and completed on 26 april 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing disconnected while hand-injecting saline during use, causing blood leakage over the staff member's arm. Additionally, it was reported that the study was cancelled by the patient and will be rescheduled. The following information was provided by the initial reporter: it was noted that the tubing came disconnected while hand injecting saline. Staff was wearing gloves but blood got on their exposed arm. Patient refused the study and stated that they will reschedule for the study to be completed.